Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-may-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 2.1 had failed and was missing cubies due to read or write error failures. A field service engineer (fse) replaced the retractor band, and the row board cable at the back had been reseated. The system had been booted up, and the drawer was tested using the final test in the hardware test application. The test had been successful. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary 1.1 and 1.2 had multiple cubie read, write and invalid memory failures. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h manufacturer narrative, section b describe event or problem, section d device available for eval and returned to manufacturer on. Part analysis: the reported condition of medes - 5silver-west aux 1.1 and 1.2 multiple-cubie read/ write/ invalid memory failures was confirmed during fse testing and subsequently confirmed in the dchu inspection process. The device was initially evaluated by the field service engineer (fse) according to work order wo: (B)(4), the fse reported that found that drawer 1.1 had failed with missing cubies due to read/write error failures; the fse replaced the retractor band, reseated the row board cable in the back, and booted the system. After rebooting, the fse identified that drawer 2.1 had also failed with missing cubies caused by similar read/write errors, prompting replacement of the retractor band and reseating of the row board cable before booting the unit again. During dchu visual inspection: p/n 353844-01: both parts were received with copper strands in contact with adjacent copper strands, indication of thermal damage. During dchu testing p/n 353844-01: testing from dchu was not required due to the visible thermal damage observed on copper strands during the visual inspection. The device was in use for treatment purposes as intended per 21 cfr 820.198(d). Root cause: after investigation, it was determined that the root cause of the complaint of medes - 5silver-west aux 1.1 and 1.2 multiple-cubie read/write/invalid memory failures was attributed to crossed continuity between adjacent copper strands of both assy retractor dwr hh cubie (p/n 353844-01) which led to the observed thermal damage and ultimately compromised the drawer's functionality.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary 1.1 and 1.2 had multiple cubie read, write and invalid memory failures. The customer stated that there was a delay in patient care. As part of the investigation, it was determined that crossed continuity in the assy retractor dwr hh cubie caused thermal damage and drawer failure. There were no adverse events or injuries reported based on this event.